Event description:
The customer reported that the insulin gauge displayed a different amount than expected, and the tandem mobi mobile app showed a fill estimate issue. There was no adverse impact on the customer's blood glucose level, which remained within the normal range. Reportedly, the customer had not removed the residual air from cartridge. Technical support assisted the customer by advising on the correct procedure to ensure gaps and air bubbles were removed from the cartridge and tubing, and clarified that a variance of plus or minus 15 units is considered an accurate fill estimate. The customer acknowledged and understood the guidance provided.